Manufacturer narrative:
This report is submitted on march 26, 2018.

Event description:
Per the clinic, the patient experienced an infection at the implant site, resulting in migration of the electrode array. Subsequently, the device was explanted on (B)(6) 2018.